Event description:
It was reported the programmer will not boot up. It gives an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer will not boot up. It gives an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it booted to an error. The micro processor unit (mpu) board was replaced, the hard drive reimaged and the software reloaded. Analysis also found that the media bay door latch was missing. The media bay door was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.